Manufacturer narrative:
Very limited information was received from the reporter and we are continuing our investigation. Product serial number was not identified, precluding a manufacturing record review. We have no reason to suspect this product was deficient. The lens was implanted (B)(6) ago and only recently dislocated in the patient's eye. The definitive cause of this event was not reported to the manufacturer. The results of our investigation are inconclusive at this time. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens reported to the manufacturer was received. Visual and dimensional inspection of the device at the manufacturing site confirms the returned lens was not manufactured by amo as previously reported. No further investigation will be performed. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the patient had cataract surgery (B)(6) ago, exact date unknown, with intraocular lens implant. On a date unknown the lens partially subluxated and the surgeon removed the lens. He reported the haptic was attached to the capsule, it was left in the eye.